Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked or no delivery alarm noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, serial number label missing and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were admitted to the hospital in the intensive care unit on (B)(6) 2019 due to diabetic ketoacidosis with a high blood glucose level of 400 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the insulin pump had insulin flow block alarm since 3 months. The customer declined to test the insulin pump. The insulin pump will be returned for analysis.